Event description:
It is reported that cup was removed due to loosening. Adverse level tissue reaction, pseudotumor was observed and removed.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. A tissue reaction like a pseudotumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's instruction leaflet for endoprosthesis ((B)(4)). Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).